Event description:
Reported events of "port complications" ("port rotation", infection, "detachment of calibration tube", and "leakage from port") from journal article: "is gastro-gastric fixation suture necessary in laparoscopic adjustable gastric banding? A prospective randomized study", journal of laparoendoscopic and advanced surgical techniques vol. 21, number 10, 2011. Manufacture of device is unk. Allergan's approach to compliance is to resolve all doubt in favor of reporting. This medwatch represents the 8 cases of "port complications" described as "port rotation", infection, "detachment of calibration tube", and "leakage from port" listed in table 3 of the article.

Manufacturer narrative:
Taper unk. (B)(4). The rptr of the complaint was asked to return the product for analysis as well as indicate the product serial number. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Displacement and infection are surgical/physiological complications and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of displacement as follows: warning: "failure to secure the band properly may result in it subsequent displacement and necessitate re-operation." Caution: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments." Device labeling addresses the reported event of infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the event of leak as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."